Event description:
It is reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. A contralateral approach was obtained from the right femoral artery. The lesion was located in a severely tortuous right superficial femoral artery. A 5.0 x 40/80 mm sterling over-the-wire balloon catheter was used to pre-dilate the lesion. The balloon was inflated to 6 atms and ruptured. The number of inflations is unknown. The patient remained asymptomatic during the event. The procedure was completed with this device. No patient complications occurred. The patient's status was satisfactory.

Manufacturer narrative:
(B)(6). The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).